Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. It was additionally reported that a second device, model #4450, was implanted. Refer to MFR #6000002-2008-09261. No further details were provided. Information learned from implant patient registry.